Manufacturer narrative:
The manufacturer previously failed to provide country of occurrence in box e. In this report it is updated.

Event description:
The manufacturer became aware of a bipap auto biflex with an allegation of cancer. Medical intervention was not specified by the patient. . The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.